Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2001, 429688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing in the ventricle and had high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.